Event description:
It was reported that the lead exhibited loss of capture and impedance greater than 4000 ohms. The lead was capped and replaced.

Manufacturer narrative:
No medwatch form was received.